Event description:
It is reported that the device was implanted in 2005, for a subtrochanteric fracture on the right femur. The pt's lower extremity was shortened by approx 9mm.

Manufacturer narrative:
Evaluation summary: there is not enough information as to when and under what conditions bone shortening occurred although the patient and confined to a wheelchair. Based on available information, the probable cause for this condition cannot be determined. No product or x-rays were returned for review. Device history records indicate manufacture to specification.